Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided insertion of a glidepath hemodialysis catheter into the right internal jugular vein. During the procedure, vascular access was obtained using an introducer needle, and a guidewire was advanced. When the guidewire tip passed through the introducer needle, it could not be advanced further and could not be withdrawn. It was further reported that the guidewire became stuck inside the needle. After becoming stuck, the guidewire did not fracture but experienced stretching and kinking, primarily occurring in the anterior third of the wire. As a result, both the guidewire and the introducer needle were removed together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photo shows the partial view of guidewire in hoop; proximal end of guidewire tip loaded within the introducer needle and partial view tunneler. Other components unclear in the photo. Stretch or deformation not clearly visible in the photo due to poor quality and partially visibility. Function failure cannot be verified from provided photo. The second photo shows the product label. Lot and product information were match and verified. Therefore, the investigation is inconclusive for the reported guidewire stuck, advancement failure, removal difficulty, stretch and kink issues as the provided evidence are not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided insertion of a glidepath hemodialysis catheter into the right internal jugular vein. During the procedure, vascular access was obtained using an introducer needle, and a guidewire was advanced. When the guidewire tip passed through the introducer needle, it could not be advanced further and could not be withdrawn. It was further reported that the guidewire became stuck inside the needle. After becoming stuck, the guidewire did not fracture but experienced stretching and kinking, primarily occurring in the anterior third of the wire. As a result, both the guidewire and the introducer needle were removed together. The procedure was completed using another device. There was no reported patient injury.